Event description:
During laparoscopic cholecystectomy while using the ratcheted grasper, the instrument broke. Surgeon stated no foreign body in patient, however x-ray done to assure no foreign body. No harm to patient.